Event description:
Patient reported having "breastfeeding difficulties," and further specified "excess pain". Patient additionally reported the right side as "firm and looks abnormal due to capsular contracture," baker grade iii. Healthcare professional reported rupture. The device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified: underweight, broken shell, dark ring, part of the shell is missing. A microscopic analysis was performed which identify sharp edge opening assessed as unidentified tear opening. A dimension measurement in the shell was performed which identify the thickness within specification. Based on the device analysis the final assessment is: a sharp broken on radius assessed as unidentified (tear) opening. -missing shell assessed as inconclusive. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Reason for reoperation: rupture; capsular contracture, baker grade iii.